Manufacturer narrative:
(B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer (fse) confirmed that the customer resolved the issue and there were no issues with the device. Then, the fse checked backside of drawer 4 to ensure latches and slings were unbroken and confirmed the station was working. The system functioned as intended after the field service engineer verified the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the storage space had failed and continued to fail. Even after the drawer was recovered, it continued to fail repeatedly. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.